Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) had to go o the emergency room as the patient's heart stopped and the device never kicked in. Boston scientific technical services (ts) advised the patient to contact clinic. There was no further information provided. The device remains in service. No adverse patient effects reported.